Manufacturer narrative:
The system was taken out due to ineffective therapy. Device evaluation indicated that during testing, the impedance of electrode #26 was extremely low (0 ohm) with load connected. It was determined that electrode #26 was shorted to the vh node inside the slave asic (u3). The patient's latest setting did not utilize the node. There was unexpected output detected on the node as the device was depositing excessive charge on the output. The source of the device damage was not undermined.

Event description:
A report was received that during device evaluation, the ipg revealed to be damaged. The impedance of one electrode was extremely low. There was unexpected output detected on the node as the device was depositing excessive charge on the output.